Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump has been leaking insulin when suspended. The customer stated that this has been happening for the past few months. The customer noticed this when they were changing the reservoir. The customer stated that they have been perpetual low for the past forty-eight hours. The customer declined troubleshooting their low blood glucose, stating that they will treat with food or drink. The customer stated that they suspended the insulin pump ten minutes prior to the phone call, however, bubbles continued to form on the end of the infusion set. The customer stated that insulin continues to drip after the motor stops, during the load reservoir and fill tubing process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No primed anomaly noted. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.